Event description:
It was observed during the device inspection, that the camera head exhibited image (interference) failure due to twisted cables. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found image (interference) failure occurred due to cable twisting. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specifications. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.